Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, it was not possible to move or turn the lead through the vein. The lead was explanted. No patient complications have been reported as a result of this event.